Event description:
Additional information was received from a healthcare professional via a clinical study. The site indicated on the event form that the withdrawal symptoms were not specified by the patient. No concomitant medications were listed on the medication log.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via psr (product surveillance registry) regarding a patient who was receiving dilaudid (4.0 mg/ml) at 0.2498 mg/day, bupivacaine (30.0 mg/ml) at 1.873 mg/day, clonidine (600.0 mcg/ml) at 37.46 mcg/day and compounded baclofen (150.0 mcg/ml) at 9.37 mcg/day via an implantable pump. Indication for use was malignant pain and "abdominal/visceral." The pump was updated (B)(6) 2016 with a 20 % decrease to deliver dilaudid (4.0 mg/ml) at 0.1998 mg/day, bupivacaine (30.0 mg/ml) at 1.499 mg/day, clonidine (600.0 mcg/ml) at 29.97 mcg/day and compounded baclofen (150.0 mcg/ml) at 7.49 mcg/day. On (B)(6) 2016 the patient reported experiencing withdrawal symptoms for 10 days following a pump rate decrease; the pump rate had also been decreased several times prior to that, in preparation for explant secondary to controlled pain. No action was taken and no allegation was made against an implanted device. The outcome resolved without sequelae (B)(6) 2016. Etiology was related to the device or therapy , not related to the implant procedure, and related to hydromorphone and baclofen; the drug action that caused the event was a dose decrease.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.